Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2006 was chosen as a best estimate based on the date of the mesh was implanted this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during sacrospinous hitch, posterior repair, transvaginal tape (tvt) and cystoscopy procedures performed on (B)(6) 2006. After the procedure, the patient has experienced an unspecified injury.